Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade iii capsular contracture,I ntracapsular rupture, seroma.

Event description:
Patient reported left side "baker grade iii capsular contracture," "intracapsular rupture," "seroma," "prominent folds," "calcifications," "simple cyst," and "global recall." Device remains implanted.